Event description:
It was reported that the recently implanted deep brain stimulation (dbs) patient experienced 4-5 falls, and after one of the falls the patient was taken by ambulance to the emergency room. The patient does have a history of falls, however this was an increased frequency. X-rays were taken which were unremarkable, and the patient was sent home. The physician does not know if the falls are related to the dbs stimulation. The patient has fully recovered.